Event description:
It was reported that post op to a colectomy procedure there was bleeding, requiring a blood transfusion for the patient. It's worth noting that the stapling procedure is performed regularly by his surgical assistant (a nurse). The patient is doing well, and I have no other information.

Manufacturer narrative:
(B)(4) date sent 3/28/2025 b3: only event year known: 2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? What was the total estimated blood loss (ml)? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Would the account like to speak with ethicon? What was the direct site of bleeding in any of the cases? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/21/2025. Additional information was requested, and the following was obtained: what were the indications for surgery? Don't remember. What surgical procedure was performed? Left robotic colon. Did the patient receive preoperative chemotherapy or radiation therapy? No. Were there any issues encountered with the device during the initial surgical procedure? No. Which healthcare professional used the device and what is their experience with it? As usual, no issues. Where was the indicator on the green zone scale before firing (low-b, mid-b, or high-b)? Tightly in the green zone. Did you wait 15 seconds after closing the device and then tighten it before firing? Yes was the device difficult to close? No, as usual. Was the device difficult to fire? No, as usual. How many counterclockwise revolutions of the adjustment knob were used to open the device? 2 full turns + a quarter turn. Did the healthcare professional receive an audible and tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes. Was a complete transection of the white washer rupture visually confirmed? Yes, perfect collars. Were there any issues noted with staple formation at any time during patient care? If so, please describe the shape and location. No, no problems. What is the current status of the patient? Good during the procedure. Does the surgeon believe that the postoperative complications were related to a supposed device malfunction or were there other contributory factors, including the patient's tissue condition? No, the surgeon thinks it was due to the material as there were no issues with the competitor tri-staple medtronic. What was the estimated total blood loss (ml)? Don't remember, but significant bleeding how was the bleeding managed? Yes. What was the preoperative and postoperative anticoagulant and pain management protocol? Prophylaxis in postoperative and standard recommendations. Was the bleeding intraluminal or extraluminal? Intraluminal. Direct site of bleeding in any case? Anastomosis.